Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with morphine. The reporter stated that the device was connected to the patient and the flow started correctly; however, after connection there was no flow. The device was removed from the patient, but still did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.